Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter was going black and powering off when she inserted a new test strip or pressed the power or ok button. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 4:00pm, the alleged issue began. The patient reported using novolog insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 1-2 hours after the alleged issue began, she felt tired. The patient reported that she went and bought a new meter. She tested her blood glucose on (B)(6) 2012 at 5:00pm on an onetouch ultra meter and obtained a result of '400mg/dl.' The patient reported on (B)(6) 2012 at 5:00pm, she self administered 7 units of novolog insulin. At the time of troubleshooting, the cca was unable to assist the patient with troubleshooting the product. Replacement products were sent. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings or medical intervention by a healthcare professional that suggest a serious injury occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.